Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.25 x 24mm stent delivery system (sds) was returned. A visual examination found damage to struts; some lifted and pulled in a distal direction. The stent od (outer diameter) of the undamaged section measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug eluting stent (des) was advanced to treat the target lesion. However, it was noted that the distal stent struts were damaged. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug eluting stent (des) was advanced to treat the target lesion. However, it was noted that the distal stent struts were damaged. The device was completely removed and the procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.